Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath. In addition, atrial under-sensing was suspected with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.